Manufacturer narrative:
On july 21th, 2020 mentor became aware that unintentionally made some error on initial submission: b1, a1, and a3 were not selected initially, h1 corrected to serious injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: dissatisfaction, sloshing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown mentor saline breast implants which the patient stated that she had four previous breast augmentations with mentor saline, and almost immediately she had felt a swishing of water in the saline implants. Patient changed to silicone 510cc, moderate classic. Patient expressing satisfaction with the silicone implants and she stated they felt natural from first day. This report is for one of the two implants. Mentor doesn't have any information about the explantation nor implantation dates. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and report will be updated accordingly.